Event description:
This is report 2 of 3 for this peritonitis event. This is a report of peritonitis in a patient coincident with dianeal therapy. The patient experienced peritonitis and was hospitalized for the event on the same day. Treatment was not reported. The cause of the peritonitis was unknown. On an unknown date, dianeal therapy was withdrawn. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers gd893735 and gd893743. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).